Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous treatment procedure, a balloon rupture occurred. The 90% in-stent re-stenosed lesion was located in an unspecified stent in the moderately tortuous non-calcified right superficial femoral artery. During the first inflation of the 6.0 x 40 mm, 135 cm mustang balloon catheter, the balloon ruptured at 18 atms. The procedure was completed with a 6.0 mm x 4 cm sterling balloon catheter. No patient complications were reported and the patient's status is good.